Event description:
The customer reported that the sys would not display a fluoroscopic image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys and repaired the camera power supply connector. The sys operates as intended.